Event description:
Philips received a complaint by the customer on the v60 indicating that during patient transport the unit was reported to have alarmed vent inoperable - data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed message, and the screen went black with no ventilation. No patient harm reported and the unit was removed from the patient without further incident. The device was in use on a patient at the time the reported issue was discovered. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse). The biomedical engineer customer confirmed that the reported issue was not duplicated but error 100a was noted in event log, 3.3v shows good in pneumatics but 2.5v was not measured at da pcba, da - motor controller (mc) cable is connected and seated, requests further troubleshooting. The rse advised the customer to replace da pcba and da-mc cable to address error, provided part ID's, pcba, data acquisition, v60 and the cable, da to mc pcba, 2nd gen, v60 to resolve the reported issue. Investigation is ongoing.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and a motor controller (mc) pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.